Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was identified in the tubing of clearlink system buretrol solution set. The air in the tubing was discovered when the buertrol chamber was empty. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that a lactated ringer solution bag, 500 ml was being infused at the time of the reported problem. The actual device was not available; however, 48 companion samples were received for evaluation. The samples arrived in the actual shipping carton in sealed pouches. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Each sample was then functionally tested by spiking it into an in-house 1000ml solution bag containing distilled water and priming it per label copy. All 48 samples passed the visual inspection with no obvious defects noted. All 48 samples passed the functional test with no leaks or air in-line noted when the buretrol chamber emptied. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.